Event description:
On (B)(6), 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6), 2012, at midnight. She obtained a glucose result of "hi" on the subject meter (which represents a value of over "600 mg/dl"), which she felt was inaccurate high compared to her feelings/normal values. The patient stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she took the required amount of insulin to cover the high result. She claimed less than an hour after the alleged issue started she felt dizzy, with heart palpitations and tight muscle cramps. The patient denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed (708). The patient's test strips has been returned to lfs product analysis on (B)(4), 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed (708). The patient's test strips has been returned to lfs product analysis on (B)(4) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (02/23/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.